Event description:
It was reported that the electrogram of the right ventricular chamber displayed consistent oversensing. An invasive troubleshooting revealed an insulation breach in the right ventricular pace/sense lead just distal of the is-1 connector sleeve. The lead was disconnected/abandoned and replaced with the chronic right ventricular defibrillation lead is-1 connector. A pin plug was installed in the atrial port of the device. The device was reprogrammed to single chamber functionality. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the electrogram of the right ventricular chamber displayed consistent oversensing. An invasive troubleshooting revealed an insulation breach in the right ventricular pace/sense lead just distal of the is-1 connector sleeve. The lead was disconnected/abandoned and replaced with the chronic right ventricular defibrillation lead is-1 connector. A pin plug was installed in the atrial port of the device. The device was reprogrammed to single chamber functionality. It was further reported that there was pocket erosion and lead will be removed. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular nst (non-sustained tachycardia)<=210 ms average v-cycle between (B)(6) 2010 11:19:33 and (B)(6) 2010 12:30:55. Vf (ventricular fibrillation)<=210 ms between (B)(6) 2010 11:19:37 and (B)(6) 2010 15:40:13.